Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient's lead migrated out of the epidural space which was confirmed by x ray. As a result, the patient underwent surgical intervention on (B)(6) wherein the lead was repositioned which resolved the issue. Reportedly, effective therapy was restored post-operatively.